Manufacturer narrative:
Medtronic received additional information that this band was explanted and replaced with a bioprosthetic valve due to severe stenosis. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and nine months post implant of this 38mm mitral annuloplasty band, the band was explanted and replaced with a 31mm band of a different model. The reason for explant is unknown. No additional adverse patient effects were reported.